Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-18655. It was reported that the patient presented for a follow up in clinic due to diaphragmatic stimulation caused by her left ventricular (lv) lead implanted (B)(6) 2018. The physician attempted different programming configurations but the issue was not resolved. The physician noted that the patient's previous lv lead implanted (B)(6) 2012 was capped (B)(6) 2018 and replaced for a similar issue. He therefore opted for a new epicardial lead replacement due to the previous issues. The lv lead implanted (B)(6) 2018 was capped (B)(6) 2021 and replaced with an epicardial lead. There were no complications, the patient experienced no stimulation during or after the procedure and was stable following the procedure.